Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, two heartstring iii seals failed to load properly. Replacement devices were used to complete the procedure. The hospital did not report any pt effects. Refer to MFR report# 2242352-2012-00398 for the related report.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).